Manufacturer narrative:
The returned ipg sc-1110 sn (B)(4) was analyzed and found the device was in hibernation and it was fully recharged in one charging cycle. The battery depletion and sleep current rates were within the expected ranges, 8.07 and 85 ua respectively when the device was turned off. Since the device was manufactured in 2007 the battery efficiency likely decreases over time. The device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient experienced frequent charging of the ipg. The patent underwent an ipg replacement procedure and was doing well post operatively.

Event description:
A report was received that the patient experienced frequent charging of the ipg. The patent underwent an ipg replacement procedure and was doing well post operatively.